Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted technical support to report that the customer advised universal surgical manipulators (usms) 1 and 3 were not functioning properly. The csr advised the customer was rebooting the system. The technical support engineer (tse) reviewed the system logs and did not identify any errors related to usm 1 and usm 3, however, identified error 75 pointing to the patient side cart (psc) touchpad. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the issue with universal surgical manipulator (usm) 1 and 3 was clarified as the usms not responding due to error 75. The system was rebooted to clear the error and complete the procedure. The reported issue did not result in fragments falling into the patient anatomy. The procedure was completed robotically with use of all 4 usms without injury to the patient. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported errors related with the usms 1 and 3. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.